Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was to be implanted in the esophagus during a esophageal stenting procedure performed on (B)(6) 2025. During the insertion, the physician found resistance across the cricopharyngeus when he attempted to insert the stent catheter so he stopped and decided to remove the catheter (before deploying). However, at this point it was noted that the catheter tip component had dislodged and was separated from the catheter. They removed the catheter and then went down with a rat tooth and were able to remove the tip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Imdrf impact code f2301 captures the additional device required (rat tooth) to remove the detached fragment of the device.